Event description:
It was reported that the customer's insulin pump alarmed. After reportedly not wearing the pump for a month, the customer tried changing and replacing the battery with a new one, using five different batteries in total. The insulin pump continued to alarm and the customer was unable to navigate to a different screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.